Manufacturer narrative:
H4: additional information. Manufacturer's investigation conclusion: a direct relationship between the device and the reported events could not be conclusively determined. The account reported that the patient experienced a major infection on (B)(6) 2020. The patient¿s driveline exit site was flushed with moderate yellowing secretion and red skin. A smear showed corynebacterium jeikeium. The area remained slightly red when the patient was discharged. The patient was treated with prolonged hospitalization, unspecified changes to their medication, antibiotics, dressing changes four times a week, laboratory work, blood cultures, and monitoring. It was reported that the infection resolved on (B)(6) 2020. The patient also experienced major bleeding, beginning on (B)(6) 2020. The patient present to the emergency room with black stools and weakness. The patient was given a blood transfusion and their anticoagulation medication was paused. A colonoscopy showed oozing bleeding in the jejunum, which was treated with hemostasis clipping. The bleeding was stopped to a limited extent. This was followed by resection of the jejunum segment on (B)(6) 2020. A prophylactic clip was applied on (B)(6) 2020. It was reported that the bleeding resolved on (B)(6) 2020. Upon admission on (B)(6) 2020, the patient also complained of skin changes with severely itchy papules. The patient was treated with prolonged hospitalization, unspecified changes to their medication, dermatological consultation, prednisolone therapy, and antipruritic drugs. It was reported that the dermatosis resolved on (B)(6) 2020. The patient remains ongoing on vad support. Bleeding, local infection, and driveline or pump pocket infection are listed in the heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) as adverse events that may be associated with the use of the hm3 lvas. The patient care and management section of the IFU contains subsections entitled ¿anticoagulation¿ and ¿controlling infection¿. The device history records including the sterilization and packaging records, were reviewed and showed no deviations from manufacturing or qa specifications. The implant kit shipped on 04dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had their cable exit site flushed with moderate yellowish secretion and their skin was red. A smear showed corynebacterium jeiceium and no secretion was noticed from the cable exit point during dressing changes and antibiotic therapy. The area remained slightly red on discharge. The patient was hospitalized with antibiotics and dessing changes 4 times a week and controlling smear from the percutaneous site. Additional information was received stating that the patient had immunosuppression with prednisolone due to a skin disease resulted in increased temperatures. Blood cultures showed staphylococcus aureus, gram-positive heap cocci. During antibiotic therapy, temperature and infection parameters decreased. Additional information was received stating that the patient came into the emergency room because of black stools and weakness. The patient had a blood transfusion as a result. A colonoscopy and gastroscopy, the colonoscopy showed oozing bleeding in the jejunum which was treated with hemostasis clipping. The bleeding could be stopped to a limited extent. This was followed by resection of the jejunum segment on (B)(6) 2020. A prophylactic clip was applied on (B)(6) 2020. The patient also had dermatosis and that the patient was complaining of skin changes with severly itchy papules. There was improvement of skin complaints with prednisolone and antibiotics.